Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a line voltage alarm and would not boot up prior to a case. The procedure was completed with another system. No patient injury was reported.